Event description:
The customer, a biomedical engineer, contacted physio-control to report that while attempting to perform a 10 joule user test during shift checks that their device had a service indicator appear and that it began rebooting continuously. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
After multiple attempts, physio-control has been unable to contact the customer regarding resolution of the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined. Evaluated by manufacturer.

Manufacturer narrative:
(B)(4). The facility's biomedical engineer advised that he had evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that while attempting to perform a 10 joule user test during shift checks that their device had a service indicator appear and that it began rebooting continuously. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.